Manufacturer narrative:
Date initial report sent: 08/28/2008.

Event description:
Procedure type: lap colon. Pt gender: unk. During preparation for surgery, while putting air into the balloon, the inner side of balloon broke and the outer side of balloon was broken as well. This instrument was not used on the pt. A new instrument was used to complete the procedure. No pt injury was reported.